Event description:
It was reported that on (B)(6) 2013 electrodes 2 and 3 had an impedance of 174 ohms. It was noted that on (B)(6) 2013 electrodes 2 and 3 had an impedance of 2361 ohms, and on (B)(6) 2013 electrodes 2 and 3 had an impedance of 3188 ohms. It was reported that electrode 1 negative and electrode 2 positive were used for programming, and they had an impedance of 1021 ohms. It was noted that the patient was scheduled to be seen by a healthcare provider the day of the report. It was noted that the patient was getting good benefit, and at the patient¿s initial programing he¿d had significant disabling dyskinesia. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708695, serial# (B)(4), implanted: 2013, product type: extension. Product ID: 3389s-40, lot# va05sek, implanted: (B)(6) 2013, product type: lead. (B)(4).